Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with 330cc saline mentor smooth round high profile breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with a 225cc mentor smooth round moderate profile breast implant, catalog number 3501630, serial number (B)(4) on (B)(6) 2011.